Manufacturer narrative:
The device was returned with a partial adhesive pad. Fibers are present at the bottom housing weld sites indicating the adhesive pad was once securely attached. The cause of the reported event could not be determined. Investigation found a tear in the exposed portion of the soft cannula. Fluid diverted through the tear upon manual rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown.

Event description:
It was reported the patients blood glucose level rose to 260 mg/dl while wearing the pod between 4 and 24 hours.